Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent up button response due to corroded keypad trace. No button error alarm noted during testing. The device also was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window thru the reservoir tube and cracked battery tube threads.

Event description:
Customer reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 317 mg/dl. No further information reported.